Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd¿ insyte autoguard would not retract. The following information was provided by the initial reporter: 22g ¿ 1 didn¿t retract; sample available. Date (B)(6).

Event description:
It was reported that the unspecified bd¿ insyte autoguard would not retract. The following information was provided by the initial reporter: 22g ¿ 1 didn¿t retract; sample available. Date 3/26.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.